Event description:
Information was received from a manufacturing representative regarding a patient. It was reported that the patient¿s battery was in overdischarge. They noted the patient has had difficulty charging their battery. Their healthcare provider recommended replacing the battery with a non-rechargeable one. It was stated that the patient was to schedule a battery replacement, and it was expected to be by the end of (B)(6) 2017. No known further troubleshooting has been done. No patient symptoms were reported. The patient was implanted for post lumbar laminectomy syndrome and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.